Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastric stimulation and gastrointestinal/pelvic floor issues. It was reported that the implant was ¿slipping¿, and a couple weeks ago, they revised or moved the implant out of the pocket. It was noted that the revision did not fix the problem and the patient would have to go in for additional surgery. The ins was hitting the patient¿s rib cage and the patient called their healthcare provider (hcp) right away regarding the issue. It was noted that the hcp told the patient they were ¿running out of spaces to put the implant in¿. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient was having another revision surgery tomorrow because this happened in result of them doing surgery on may 15th; they were not changing the battery and leads but were just going to move it to the other side. It was noted that the patient¿s previous battery depleted so they had to change it and it never seemed like it was stable totally, so the hcp tried to stabilize it more and took it out of the pocket and made it worse. No further complications were reported/anticipated.